Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was system controller bend relief damage and a tear in the pump cable near the bend relief. Rescue tape would be applied to the pump cable tear, and the plan was to replace the controller. Log files were sent for review. The log files did not contain any evidence which showed the damage to the controller leads or the tear in the pump cable were interfering with pump or peripheral equipment operation. The controller and modular cable were exchanged. Log files after the exchange showed that the device appeared to be functioning as intended with the limited data reviewed.